Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 302 mg/dl, 175 mg/dl, 137 mg/dl, 156 mg/dl, and 129 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.